Manufacturer narrative:
Integra has completed their internal investigation on february 8, 2017. The investigation included: methods: review of device history records, review of complaints history. Results: the device was not returned; therefore, a failure analysis could not be conducted. Nonetheless, the reported complaint is consistent with damage caused by over torquing. DHR review; the complaint report did not include a product part/catalog number or lot number; therefore, a review of the manufacturing records could not be performed. Complaints history; a review of ti6 screw complaints in trackwise did not show any additional report of ti6 screw system breakage. This does not represent an adverse trend. Conclusion: no root cause could be determined due to the screw not available for assessment. Most probable root cause is over torque applied to the screw and patient physiology (bone hardness) has not been ruled out.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon was inserting the screw and had about ¾ of the screw seated into the toe when the head of the screw ¿shattered¿ into about 4 pieces. The surgeon reported the patient to be older and not have hard bone stock. The surgeon could not advance or distract the screw at the point and was only left with the option of cutting the screw at the distal tip of the toe and leaving it in. No patient injury reported.